Event description:
On 8/23/97 - old blood noted in intra-aortic balloon pump with alarm indicating "leak in iabp circuit." Surgical removal planned due to severe vascular disease. On 8/25/97 - CABG x2. Balloon catheter removed, slid out with ease but balloon itself (condom portion) was retained in the aorta.